Manufacturer narrative:
The field service engineer ran a verification check on the instrument and it was okay. The last calibration performed on (B)(6) 2020 was ok. Quality controls were within range, showing no indication of a reagent or instrument issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys probnp ii immunoassay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a probnp value of 45.8 pg/ml, which repeated as 6283 pg/ml. The probnp reagent lot number was 454341, with an expiration date of 31-jul-2021.